Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the epg required corrective maintenance / repair. It was determined during analysis that the atrial patient connector was broken. Analysis also noted that the hanger assembly was worn. All defective parts were replaced, and all other issues resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance / repair. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.